Manufacturer narrative:
The remote service engineer (rse) stated on (B)(6) 2025 that the product support engineer (pse) had responded to the request for troubleshooting steps by advising that the customer ohm out the speaker on the central processing unit (cpu) printed circuit board assembly (pcba) and provide the results. The rse forwarded this request to the customer. The investigation is ongoing.

Manufacturer narrative:
On 27jun2025, a field service engineer (fse) went to the customer site and completed a voluntary preventative replacement of the central processing unit (cpu) printed circuit board assembly (pcba) and power management (pm) pcba to ensure resolution of the backup alarm failed alarm. The fse upgraded the device's software version to version 3.00. Following the voluntary preventative part replacement and software upgrade, the fse completed a performance verification test (pvt). The device passed the alarm tests within the test 11 portion of the pvt. The device was provided back to the customer ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a backup alarm failed alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) of the issue and stated that the issue could not be duplicated during the remote service. The rse advised that the customer check the connections between the central processing unit (cpu) printed circuit board assembly (pcba), motor controller (mc) pcba, and power management (pm) pcba for corrosion and contamination. It was advised to inspect the backup alarm speaker mounted on the cpu pcba and replace the coin cell battery on the cpu pcba with a locally sourced lithium-ion battery. The rse advised the customer that they would contact a product support engineer (pse) for any other troubleshooting steps which may be possible. In a good faith effort (gfe) response from the customer, it was stated that the replacement of the lithium-ion coin cell battery did not resolve the issue. The customer was able to duplicate the alarm following the coin cell battery replacement. The customer stated that they would like to send the device into a bench service center. This investigation is ongoing.

Manufacturer narrative:
On 29may2025, the remote service engineer (rse) stated that the customer had answered the rse's phone call and provided that the issue was resolved but did not provide further information. The rse stated that they emailed the customer requesting information on what steps were taken to resolve the issue. On 16jun2025, an onsite service was approved for a field service engineer (fse) to go to the customer site to complete a voluntary preventative replacement of the central processing unit (cpu) printed circuit board assembly (pcba). The investigation is ongoing.